Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. No battery or power anomalies noted during testing, however unable to obtain power graph due to download anomaly since detail traces don't have power graph parameters present in excel sheet. Problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 261 mg/dl at the time of incident. Customer also reported that the insulin pump received replace battery alarm. Customer received a low battery alert prior to the replace battery alert. Customer stated that the new battery did not resolve the issue. Customer reported that display was blank currently. Customer stated that display was not blank less than 30 seconds and did not return. Advice customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage nor corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not returned after insulin pump restart. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.